Manufacturer narrative:
Reference record (B)(4). List number in d4 is the similar us list number; the international list number is unknown. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. Health effect clinical code of 4581 was chosen to capture the event of a bezoar. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in netherlands underwent a procedure for the placement of a percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023 a physician reported that the patient's j tube was noted to be pulling inside a lot. During a gastroscopy, a bezoar was noted to be wrapped around the pig tail of the j tube. The tubing was removed and discarded.